Event description:
Catheter was noted to be leaking from damaged area just proximal to double lumen bifurcation. Line was clamped and fluids stopped. Pt turned cyanotic and was unresponsive for about 30 seconds and then recovered as quickly. Catheter had been kinking so nurses splinted the catheter with a safety pin and tape. It is unknown whether safety pin damaged catheter or kink was source of problem. Catheter was repaired and replacement segment (same brand and size) has also been noted to kink.